Event description:
The customer obtained multiple, unexpected, vitros amon dt quality control results on a vitros dt60 ii chemistry system. In addition, a non-reproducible, lower than expected vitros amon dt result was obtained for vitros dt calibrator bottle 3. The following results were obtained: qc lot t1829 = 105, 96 vs. An expected result = 70 mmol/l; vitros dt calibrator bottle 3 = 95 vs. An expected result = 152.7 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros amon dt patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected vitros amon dt quality control results and a single non-reproducible, lower than expected vitros amon dt result for vitros dt calibrator bottle 3 were obtained on a vitros dt60 ii chemistry system. An ocd field engineer cleaned the fors head subsystem of the analyzer to return the expected vitros amon dt performance on the vitros dt60 ii chemistry system. The root cause of this event is most likely instrument related. There was no evidence that a reagent issue contributed to the event.